Event description:
A right knee arthroplasty was being performed to verify position of the total knee tibial insert. Following arthroscopic visualization of the implant, the physician inserted the hook probe into the knee to check placement of the insert, when he removed the hook the physician noticed that 3-4 mm at the end of the hook was missing. The knee was scoped in an effort to find the missing piece and then irrigated thoroughly a/p and lateral knee films were performed and negative results were obtained.